Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process, after which the malfunction code did not recur. Customer continued to use the pump and was advised to call back if the issue reoccurred.